Event description:
It was reported that during implant the right ventricular lead perforated the patient. Fluid in the pericardial sack was observed via echocardiography. No pressure problems were observed. The lead was not used and a new lead was implanted without problem. The patient would be monitored.